Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.